Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing of noise and inappropriate mode switch. The lead was capped on (B)(6) 2024 and successfully replaced. Insulation breach was suspected but not confirmed via imaging. The patient was stable and asymptomatic.